Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was under observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the postoperative improvement was good. The patient could take care of themselves and the drug was reduced. The implant site of the ins on the chest was found to have a wound infection around (B)(6) 2019. The position of the ins was changed from the right to the left side on (B)(6) 2019 and the patient was currently in the hospital for observation. It was unknown what troubleshooting was done. No further complications were reported.